Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to customer's blood glucose. Technical support assisted the customer by providing pump reset information and helped reset the pump. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and to contact support again if the issue reappears.